Event description:
A female nurse in her 40's experienced a reaction to the mask which included their throat being scratchy and had difficulty breathing.she administered albuterol to herself using their own prescription and also took 50mg of benadryl. Afterward, her symptoms went away. They said the masks also had an odd odor.